Manufacturer narrative:
Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed". We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by the affiliate that during a lap cholecystectomy procedure, the device misfired. It was not reported how the procedure was completed. There were no adverse consequences for the pt.